Manufacturer narrative:
During investigation, it was observed that there was evidence of fluid ingress on the commutator cap and corrosion on the mechanism rail and both sides of the pcb. A leak test was performed, and fluid was observed to leak from the back of the soft cannula nail head, indicating the soft cannula is inadequate. The inadequate soft cannula can be confirmed as the cause of the observed fluid ingress, contamination, and subsequent 0x40 hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.7 hardware: iphone16.1 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours on the hip/buttocks. Investigation of pod found damage to the soft cannula.